Event description:
A male patient underwent aquablation therapy to treat symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post-focal bladder neck cautery and prior to discharge, the patient experienced some bleeding, which the surgeon managed during the hemostasis phase. A substantial amount of prostatic tissue remained, and due to its dense nature, the surgeon performed an extended hemostasis process. Upon exiting the or, the patient's urine appeared light pink. However, in the pacu, the urine color changed to bright red, prompting the surgeon to return the patient to the or for evaluation. Intraoperative assessment revealed bleeding from the anterior prostatic tissue. The patient required a transfusion of two units of blood. On (B)(6) 2025, additional information was received indicating the surgeon believed the anterior bleeding was likely due to a combination of over-resection and handpiece vibration. The patient has since been discharged in good condition. During the procedure, no malfunction of the aquabeam robotic system was reported.

Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding as a potential risk of aquablation therapy. Based on the event details, plus a review of the DHR and IFU, the event is considered not to be device related. A review of the device history record (DHR) was conducted for ab2000-b/serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. A review of the log files for this procedure could not be conducted as these were not provided. Three good faith efforts (gfe) were made to obtain the log files without success. Shall the log files be made available in the future, then this complaint will be reopened to conduct such a review. The aquabeam robotic system's instructions for use (IFU) ifu0101-00, us, english, rev. E, was reviewed. 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding. Section 8.32 sterile: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation) balloon catheter in bladder with bladder neck traction balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder under trus guidance retract balloon into prostatic fossa inflate balloon to 30-50% of initial prostate volume apply mild traction on the catheter to hold the balloon catheter in place balloon catheter in bladder, no traction c. Start cbi per hospital protocol. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.